Event description:
It was reported that during a routine pulse generator change out procedure, the right atrial lead exhibited unacceptable capture thresholds. The lead was capped and replaced. No patient symptoms or complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.